Event description:
It was reported that the customer had an air bubble issue. Customer's blood glucose level was 243 mg/dl. Customer's mother stated that the air bubbles were 2 inches from the reservoir and more air bubbles were another inch away. Air bubbles were about the size of a soda bubble and others were very small. Customer's mother stated that the pump was not rewound with a reservoir in place. Customer's mother stated that what she thought was an air bubble was actually a kink. Troubleshooting was performed but air bubbles persisted after the set change. Customer's mother opened 2 new infusion sets from different boxes and stated that they both have air bubbles in them. Customer's mother was advised to return the set and reservoir for analysis. Replacements will be sent. No further assistance needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.